Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab did not fully unwrap via flofo". To continue the procedure, the user used manual inflation which allowed the ballon to unwrap. The catheter did not need to be removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "iab did not fully unwrap via flofo". To continue the procedure, the user used manual inflation which allowed the balloon to unwrap. The catheter did not need to be removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.